Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed by the distributor. The reported problem (won't power up) has been confirmed. As received, the monitor intermittently powered on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient reported that the monitor would not power on.